Event description:
It was reported that stent damage occurred. The 16mm x 2.2mm target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was not able to advance to the lesion and it was found that the tip of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A guidewire was loaded through the distal tip without issue. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 16mm x 2.2mm target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was not able to advance to the lesion and it was found that the tip of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.